Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Extensive nerve damage [nerve injury]. Tingling in upper and lower extremities [paraesthesia]. Spasms in upper and lower extremities [muscle spasms]. Zinc toxicity [metal poisoning]. Case description: an attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, cream version unk and super poligrip original denture adhesive cream 1 applic, unspecified frequency beginning 1985 to the present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, extensive nerve damage, tingling in upper and lower extremities, spasms in upper and lower extremities, zinc toxicity. A health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.